Manufacturer narrative:
No investigation or information available as the service request was addressed by a 3rd party.

Event description:
It was reported that the 9800 system intermittently was slow to boot. There was no report of patient injury.